Event description:
Event description guidant/crm received information that this sweet tip rx lead had dislodged. While it was being repositioned it pull out of the vasculature and was electively replaced.